Event description:
A greenfield vena cava was implanted in the patient in 2001. The filter allegedly dislodged or never actually functioned upon insertion. At some point, the filter migrated to the patient's right atrium. The filter was successfully removed by open heart surgery in 2002. The complaint filed fails to provide any product identification information, other than the product name. Date of event, implant and explant dates are estimates.